Manufacturer narrative:
This report provides data from thv tvt registry and summarizes 1 valve related readmission death event for the sapien 3 ultra valve transcatheter heart valve in the aortic position. The time to event tte, in days for this event was 77. The device identification di numbers for edwards sapien 3 ultra valve transcatheter heart valve are: (B)(4). Valve related re admission in the follow up period is likely due to reoccurrence of symptoms. This may result from regurgitation central or pvl or progression of the pre existing disease process, and may result in heart failure. Causes of heart failure can be multi factorial. Per the instruction for use IFU, heart failure, valve regurgitation, and valve degeneration including stenosis are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes including coronary artery disease uncontrolled hypertension myocardial infarction cardiomyopathy fluid overload or valvular dysfunction. Risk factors that increase a patients risk of suffering from chf include obesity advanced age and a history of smoking. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration including calcification non calcific degeneration leaflet thickening or fibrosis or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a non functioning leaflet. In this case, specific clinical details are not available to determine potential contributing factors to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for (B)(6) 2020 data extract for aortic serious deaths for the sapien 3 ultra valve. This report summarizes 1 valve related readmission death event for the sapien 3 ultra valve transcatheter heart valve in the aortic position for (B)(6) 2020. The age range for this event is (B)(6) years. The breakdown for gender is as follows: 1 male, (B)(6) 2020 data extract includes data provided by acc for q2 2020 (april 1 to june 30).